Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked from an unspecified location. This occurred during setup and preparation of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.